Event description:
Unable to insert stylet into the stent device completely, and after several attempt, would not let the stylet follow through to the end of the device keeping the stent unable to follow it's track to the end of the device, so the device was not used because distal end of stent is curved. FDA safety report ID # (B)(4).